Event description:
Pt underwent a left heart catheterization with intr-aortic balloon pump placement. Pt transferred to ICU. Shortly after arrival, high pressure alarmed. The intra-aortic balloon pump demonstrates blood in the helium tubing and was removed.